Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number 3003898360-2019-01015 is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was able to load properly and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next three clips. The last clip was unable to load properly. The sample was disassembled to inspect the internal components. No further damages were observed. The sample was received with 6 clips remaining including the partially loaded clip, indicating that 9 clips were fired by the end user. The bent rotation tab, the clip being stuck in the bent rotation tab and the clip misfire are indications that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned with the rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. Upon functional inspection, 1 of 5 clips was unable to load properly into the jaws of the applier. The bent rotation tab, the clip being stuck in the bent rotation tab and the clip misfire are indications that the clips were out of position and stacking on one another in the channel. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that during evaluation the doctor loaded the first clip too fast, after clearing that clip and needing to clear 2-3 others, it finally loaded properly was he was able to fire one clip with no issues, every clip after that would not load properly, the straight part of the clip was not secured and it would not advance properly. After trying to load 4-5 more clips , he gave up and said this wasn't the first time they have experienced these types of loading issues.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73m1800474 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during evaluation the doctor loaded the first clip too fast, after clearing that clip and needing to clear 2-3 others, it finally loaded properly was he was able to fire one clip with no issues, every clip after that would not load properly, the straight part of the clip was not secured and it would not advance properly. After trying to load 4-5 more clips , he gave up and said this wasn't the first time they have experienced these types of loading issues.